Event description:
Spacelabs received a repair request for audible alarm failure on the 91387 monitor while it was in use on a patient on (B)(6) 2015. No one was injured as a result of this event.

Manufacturer narrative:
The product was received at spacelabs¿ equipment service center for repair. The reported problem was verified. The rear panel (B)(4) and chassis (B)(4) components were defective; therefore, the components were replaced. The repaired unit passed all functional tests and was returned to the customer. Lack of an audible alarms was the warning sign that the customer noticed and that prompted the action of removing the product from use. This report is complete and this particular issue is considered closed. Spacelabs monitors its complaints for similar product issues to determine need for additional investigation.

Manufacturer narrative:
Spacelabs has launched an investigation into this service issue and will file a complete report once the investigation is finished.